Event description:
The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose level was too high for the glucose meter to read. The customer was also vomiting and had ketones upon admission. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.